Manufacturer narrative:
Moog requested that the device be returned for evaluation, however, the device has not been received by moog. A review of the DHR would typically be performed as a part number and lot number were provided in the complaint. However, the reporter provided an incorrect lot number; so a review of the DHR was not possible. Therefore, no evaluation of the complaint was possible.

Event description:
As recorded by customer service: complaint: calling in to report that the pump is not working, and is not delivering the feeding. States that it looks like it is infusing, and the blip is going around on the led screen, but she is holding the end of the tubing and nothing is coming out. Rate 100ml/hr, sometimes no flow out appears on the screen. Moog clinical notes: follow up call to customer, reports the pump was replaced and the patient only received 100 ml during a 6 hour period, no harm to patient. She was required to replace the set 3 times without resolving the issue. She claims the same issue with the replacement pump, using the same sets. The feeding bag is inf0500-a, lot # 15177005. She has agreed to send in one of the sets involved with the issue, plan to set up (B)(4) tag.